Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from reagent probe b. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported water condensation build up in the reagent carousel compartment on a unicel dxc 600i synchron access clinical system. The customer stated the fluid was contained to the instrument and a service request was initiated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.